Manufacturer narrative:
Unk. Investigation code (B)(6): lens work order search-no similar complaints reported for units within the same lot. Claim# (b)(64.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter into the patient's eye. On (B)(6) 2022 the lens was removed due to excessive vault. Reportedly the lens was replaced. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in an eye drop container. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens of -9.5 diopter into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted. On the same date in a separate surgery the lens was replaced with a shorter length lens due to excessive vault. The problem is resolved. Cause of event is unknown. Claim# (B)(4).